Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced low and high blood glucose levels ranging form 48 to 400 mg/dl. The customer stated that their sensor was displaying wrong readings. The customer's blood glucose was 184 mg/dl and the sensor glucose was 284 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a replacement sensor.